Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited fluctuating left ventricular (lv) pacing impedance measurements from 800 ohms to 1,699 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate the patient later expired. There were no allegations against device functionality. Records indicate the device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.